Event description:
Lap chole ¿ ¿surgeon inserted the clip applier through the 5mm trocar. It did not go through the trocar smoothly. The surgeon went to load the clip and the black jaw became dislodged from the clip applier shaft.¿

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add¿l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.